Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the white crystallized foreign material could not be identified nor the root cause of it although it is presumed that it is simethicone. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. The following instruction manual also shows how to prevent the event. Operation manual_ inspection of the endoscopic system_ inspection of the objective lens cleaning function warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the loaner colonovideoscope after the loan period. During evaluation at the repair center, it was found that remnants of white crystallized contamination, which is believed to be a simethicone type product was clogged in the air/water channel. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. The adhesive of the light guide cover lens and optical cover lens was worn out. The distal end adhesive was worn out. The device failed the hot and cold test. A misty image was displayed. Angulation in the up/down and right angle failed to meet specifications and play of angle knob in all direction was out of normal state. The device failed the electrical safety test. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.